Manufacturer narrative:
Pump received with critical pump error. Critical pump error and pump error noted on formatted history file. Problem isolated to board. Unable to perform the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and sleep current and active current measurements due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call of hospitalization for blood glucose level of 360mg/dl and diabetic ketoacidosis. No further details given.